Manufacturer narrative:
(B)(4) method: (film). Results: inherent risk of procedure (inaccurate stent graft delivery, arterial occlusion, renal failure); patient's condition affected effectiveness of device (angulated aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (angulated aortic neck).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 58 mm diameter abdominal aortic aneurysm approximately three weeks ago. The aortic neck was 19 mm in diameter and 15 mm in length with mild angulation and mild calcification. It was reported that the renal arteries were marked with the right side as ipsilateral side. The stent graft deployment was initiated and the anchor pins were released. The physician went on to continue with the contralateral limb deployment and an extension on the right side. Upon final angiogram there was flow into both renal arteries; however, it was apparent that fabric of proximal graft was impinging/partially covering both renal arteries. A wire was inserted in the right renal artery and a stent was implanted which improved flow. The physician was unable to get a wire into left renal artery and was unable to stent it. On final angiogram there was flow to this left renal artery but diminished. The surgeon could not determine what led to the coverage of the renal arteries. The left kidney was infarcted. No additional clinical sequelae were reported and the patient was discharged. Review of a single returned angio still image shows that the bifurcate was placed partially covering the left and right renal. From the orientation of the proximal marker's the aortic neck may have been angulated, which may have contributed.